Event description:
The customer reported a shock problem and the device turns off completely.

Manufacturer narrative:
(B)(4). There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.